Event description:
During corrective maintenance, the manufacturer¿s international service technician reported the measure airflow as 233 slpm at the 10 slpm setting. There was no patient involvement.